Event description:
During the initial implant procedure, the lead was noted to be kinked. The lead was not implanted and a new lead was implanted. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found kinked lead body. The cause of the kinked lead body is consistent with procedural damage. The reported event of kinked lead was confirmed.